Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found insufficient information. Analysis of the biopsy needle kit, 9733068, passive (unknown lot #) found no failure. The returned biopsy needle appeared to be in good condition with no apparent physical damage. The o-ring on the needle was intact and fully functional. No problem found. Product event summary #instrument - unable to draw in specimen with biopsy needle continuation of other relevant device(s) are: product ID: 9733068, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial biopsy. It was reported that the surgeon noted it was difficult to draw in any tissue when taking a biopsy. He was only getting small amounts at a time and suspects a possible issue with the o-ring on the inner cannula allowing air through when aspirating. No impact to patient and less than an hour of delay were reported.